Event description:
It was reported a 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate the gasket fell into the pt. It was retrieved from the pt. A new trocar was used to finish the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.56821/j. D5,6; h4: info not available. Based upon inquiry info rec'd, and visual examination, the reported event was confirmed, the inner gasket was rec'd dislodged from the original position. No conclusion could be reached as to how the reported event occurred. The silastic ring surrounding the flapper valve on our trocars will be "pinned" into place and thereby will alleviate the potential problems encountered when passing instruments through the cannula.